Manufacturer narrative:
Failure event observed during analysis. Final analysis found a discrepancy in the elective replacement indicator (eri) date between the device image and the patient notifier date. The cause of the finding remains undetermined.

Event description:
This report is to advise of an event observed during analysis.